Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed motor error twice. Device was not exposed to a magnetic field. The insulin pump passed the displacement test and self test. Initial blood glucose value was 329 mg/dl; last value was 205 mg/dl. Nothing further reported.